Manufacturer narrative:
H3 other text : customer did not respond to requests for additional information.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there were socket issues. There was no reported patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.